Event description:
It was reported by the spouse of the pt that approx two weeks post procedure, her husband began experiencing angioedema, migrating joint swelling, an occasional rash on his palms and intermittent fever (highest 102 degrees). He also has cardiomyopathy around the area of the stent. He has been re-hospitalized several times. At first, they thought it was the lisinopril, then they thought the angioedema was from the plavix, then they thought it was a combination of all the drugs, so he was taken off the drugs. He was re-hospitalized and put on an integrilin drip. He was desensitized to plavix a week ago. He is currently at the cleveland clinic (has been there 2 days), but has been hospitalized previously for 2 1/2 weeks. They have been doing testing and ruled out various causes such as lupus. They are doing more tests. Since everything else has been ruled out, she feels that it is possible that it is the drug coated stent. No additional info was provided.

Manufacturer narrative:
(B)(4). The stent remains in the pt. The lot number was provided. A review of the device lot history record is forthcoming. A follow-up will be submitted with all relevant info.